Event description:
It was reported that a device was used during a lap. Fundo. Procedure. It was reported that the handpiece became hot and the surgeon thought that not enough energy came out. The case was completed with another h2tuv. There was no patient consequence. No further information is available.